Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low shock impedances out of range. No other information was available at this time. The patient will be seen in consultation on in three weeks. This s-ICD remains in service. No adverse patient effects were reported.